Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the device is leaking where the needle and the orange hub meet. The device was being used for lidocaine injections. There was no harm to the patient. The physician would re-draw to get the required dose.